Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic due to an alert of elective replacement indication - eri. Upon interrogation, it was noted that the pacemaker received a false eri alert. The pacemaker was reprogrammed and the patient experienced no consequences.